Event description:
It was reported to philips¿s error code consistent with check vent alarm, blower temp high occurred. The device was in clinical use at the time the issue was discovered. The unit was swapped with no patient issues and there was no patient or user harm reported. The philips remote service engineer (rse) reviewed the suggested repair for the error code consistent with check vent alarm. 1. Verify that the air inlet filter is not dirty or blocked. 2. Verify that the cooling fan is operational. The customer confirmed that the filter was dirty or clogged. There have been no further error codes consistent with check vent alarms logged since the dirty filter was removed. The rse discussed inspecting the filter between patients and replacing if discolored at all. The ventilator is back in service.